Event description:
"Spike portion of the connector broke off. Piggyback connector was inserted into upper y-site of abbott primary set. It appears that the spike portion of the connector may have broken off to enter the fluid pathway." No pt harm. No other info available.